Event description:
Paramedics attended to a person diagnosed in cardiac arrest. When an attempt was made to administer a shock, the device allegedly failed to charge and displayed a service indicator. Use of the defibrillator was inhibited. A backup defibrillator was made available and used with no other problems reported. The pt was not resuscitated.